Manufacturer narrative:
A batch record review was conducted resulting in the following: urinary catheter in question was manufactured under sap material ID 1706965 and manufacturing lot # 2d02949 on c2 on packaging machine p011 in amount (B)(4) pcs in april 2022. The product was packed according to the instruction for packing g905703 packaging products on packaging machines. Lot 2d02949 was sterilized under sterilization lot 12667457. The raw catheters were produced under subassembly lots 2d02919, 2d02659. Tubes that were used during catheters production were produced under lots 2c05030, 2d00707, 2c03813. The visual inspection of each tube reel is a part of in process inspection. No defect is allowed. Review of the DHR showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. No nonconformity had been registered during the production process of the mentioned lot. No sample or picture was provided. A query was run against part number erp material number 1706965 and malfunction code uca-pmc07.02 catheter shaft, balloon, tip or eyelets too rough, or too sharp which yielded one another occurrence from november 2016 - tw#(B)(4) . There has not been seen anything to indicate that it is systematic issue. Based on above the complaint issue is considered as isolated. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092 . Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092, manufacturing site: 3005778470.

Event description:
It was reported the catheter had a sharp defect on an eyelet that caused a bleeding event.